Event description:
It was reported by the rep that during a whipple procedure the surgeon went through 5 ligaclip appliers. The clips continuously scissored the vessels and had a difficult time staying on the vessel. Some of the clips would form with the ends crossed over each other and not touching at the ends as they should upon the initial closure of the clip. The case was completed with a like device with no pt consequence.